Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient reported a left side capsular contracture, baker grade iii/IV. Device remains implanted.

Event description:
Healthcare professional reported capsulectomy treatment. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the device. Crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported a left side capsular contracture, baker grade iii/IV. Healthcare professional reported capsulectomy treatment. Device has been explanted and replaced.